Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the live monitor has no signal. Upon troubleshooting, fse found the live monitor cable connection was loose, customer touched and loosened the cable accidently. Fse reconnected the monitor cable. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device lost the live image signal. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.